Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 420 mg/dl and 427 mg/dl. The customer reported receiving a high blood glucose alert at 2:00 am, bolused without confirming with a finger stick. The customer stated giving two boluses and the blood glucose was not coming down. The customer checked with a finger stick and the blood glucose level was 380 mg/dl then went higher. The customer had symptoms of dry mouth and thirst. The customer treated with the insulin pump and manual injection. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The insulin pump will not be returned for analysis.